Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had back problems for a few years and had gradually gotten worse. It was noted patient had fibromyalgia and arthritis. Ins was also at an uncomfortable location right where their belt was located, so it would swell up after they worked. Additional information was received on 2018-apr-19 from a consumer regarding a patient. The caller reported that the patient¿s groin is hurting on both sides and she is wondering if that is caused by the stimulator or if it could be something else. Prior to calling, they tried decreasing amplitude and changing programs, but nothing was working. The caller reported that they turned the stimulation off and the pain went away, however when stimulation was off, the patient was urinating every 30 minutes. The caller stated that this confirms that the therapy does work for the patient (when its on). There were no trauma/falls reported that were related to this issue. The caller noted that the patient has an appointment scheduled with their managing healthcare provider (hcp) for next wednesday. The caller noted that the symptoms came on slowly/gradually and started in 2018, however, they have gotten worse in the last month. Additional information was received on 2018-apr-25 from a consumer reporting that the patient¿s blood pressure ¿gets up to stroke level¿ because of the pain they were in. The caller stated that the groin pain had subsided some now, but now the pain was more in the patient¿s back. The caller tried lowering stimulation from 1.0 to 0.5 on program 1, and when this did not resolve the pain they changed from program 1 to program 2 at 1.0 v. The patient was still in pain and the caller noted they had gone to the emergency room for this issue. The managing healthcare provider told the caller to contact a local representative. The caller was redirected to their healthcare provider for the ongoing pain and elevated blood pressure. It was reviewed that the patient could try programs 3 or 4 and the patient should be seen by someone medically trained. The caller confirmed the issues gradually increased in 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Friend/family member reported that the cause of the stroke level high blood pressure was just because it was high. They further explained that the patient took medicine, they had a history of high blood pressure, but had never had levels like that. They stated the pain caused the high blood pressure, but the cause of the pain was not determined. The patient was given pain medication, they hadn't been in as much pain and their blood pressure had lowered. It was further reported they were sensitive to the implant so they are meeting with a manufacturer representative on friday at their doctor's office to have it checked, friend/family member could not clarify what they meant by sensitive.